Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel one day post implant. An x-ray confirmed the lead was still in the same location as implant. A revision procedure was performed and the lead easily pulled out of the device header. The connection was secured and the system remains implanted. No additional adverse patient effects were reported.